Event description:
It was reported that the patient's implantable cardioverter defibrillator reached elective replacement indicator via merlin.net transmission. Based off prior longevity estimates and usage, premature battery depletion was suspected. The device was explanted and replaced. The patient was stable and asymptomatic throughout.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The cause of the premature depletion is due to high current caused by a u4 malfunction.